Manufacturer narrative:
A search of complaints for lot 91338fn00 identified no similar complaints and no trends for the customer's issue. Return testing was not completed as returns were not available. Sensitivity testing was performed with a retained kit of lot 91338fn00 and all specifications were met, indicating the lot is performing acceptably. Historical performance of architect hbsag assay was evaluated using world wide data through abbottlink. The median population result for lot 91338fn00 falls within 1sd of the of the overall median result for this sample set, indicating the lot is performing acceptably. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. A review of the product labeling concluded that the issue is sufficiently addressed. The architect hbsag assay has a performance claim that is not 100%. Based on the investigation no product deficiency was identified for the architect hbsag reagent, lot 91338fn00.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There is no further patient information provided due to privacy issues. This report is being filed on an international product, list number 6c36 that has a similar product distributed in the us, list number 4p53.

Event description:
The customer reported false (B)(6) architect (B)(6) results on one patient. The results provided were: architect = (B)(6); sample tested with another platform = (B)(6). There was no reported impact to patient management.